Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The involved device was returned to livanova (B)(4) for investigation and repair. Functional evaluation revealed that the pump worked properly and that the issue was caused by a malfunctioning touchscreen. The connection between the kapton-tail and screen was poor due to wearing of the glue. During the read out analysis, it was also identified that several touch resisters were not working properly at the start up. This is a known issue and a root cause investigation has been initiated by livanova (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 roller pump had an operational defect during priming. The company later learned that the issue was related to a touchscreen malfunction. There was no patient involvement.